Event description:
The customer received questionable glucose hk (gluc) results for one patient on their c501 analyzer. The customer's initial glucose result from the primary tube was 37.2 mg/dl accompanied by a data flag. The sample was retested and the result was 38.3 mg/dl. The sample was tested in a b221 blood gas analyzer and the result was 30 mg/dl. A 38.0 mg/dl was reported to the physician who ordered a measurement in a glucometer and the result was 130 mg/dl. The patient had a new blood sample tested in the c501 analyzer and the result was 1.0 mg/dl accompanied by a data flag. The sample was repeated in a standard sample cup with an increased volume and the result was 131.6 mg/dl. The sample was repeated again in the standard sample cup on normal volume and the result was 132.4 mg/dl. A 132 mg/dl was reported outside the laboratory. The first sample was then measured again on the c501 analyzer from a standard sample cup and the result was 35.9 mg/dl accompanied by a data flag. There were no adverse events. The gluc reagent lot number was 656766 and the expiration date was not provided. A definitive root cause could not be determined. The reaction kinetics for the first sample's initial result of 37.2 mg/dl, first sample's repeat result of 35.9 mg/dl and the second sample result of 132.4 mg/dl were plotted. All the primary wavelength reaction curves looked normal.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). For the medwatch on the cobas b211 analyzer, refer to medwatch with patient identifier (B)(6).